Manufacturer narrative:
Internal reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Note: called customer back as per follow-up in reference to reimbursement request. Advised customer that we would provide her the reimbursement. Customer is using a back-up meter and also continues to use the true metrix system, s/n#: (B)(4) and new test strips lot#: mx4349s, customer stated this vial is working. Customer no longer have the strips that were getting an e-3 error from back in may and june. Will replace customer meter, strips and control solutions and will make contact with her son to obtain additional information and be able to replace his products. Requested customer return alleged defective products back to manufacturer for investigation. Advise that a she will receive the reimbursement check, customer is satisfied and will provide a follow up when products are received. Complaint file linked with MDR-2020-00563 and internal case-(B)(4) (son's devices).

Event description:
Complaint received via email from a distributor/supplier on july 14, 2020 description summary: the diabetic strips are coming up with an error e-3 when they go to text the blood for their true metrix machine. So many that the customer now has to buy out of pocket for strips since so many were defective. Consumer advised that she has come across 5 boxes of defective strips since may. She stated that both her and her son uses this item and they have wasted so many strips due to them being defective. Every time that they use the strip, it reads with an error of ¿e-3¿. She advised there is nothing wrong with their meters and the pharmacist confirmed she is using it correctly. She stated that she is thinking about getting a lawyer involved because this is a matter of life and death as her son¿s sugar got up to 312 and her¿s fell very low. She doesn¿t have any of the previous boxes to return to the pharmacy to obtain credit but expects to be reimbursed due to our 100% money back guarantee and her having to buy the boxes out of pocket. She purchased the boxes from (B)(6) pharmacy in (B)(6). Consumer wants a call today regarding reimbursement or she will be contacting her lawyer. Customer was contacted via telephone by trividia health rep. On 07/14//2020. Customer reported complaint for e-3 error and low blood glucose test results for her and her son. At the time of the call the customer felt well and did not report any symptoms. Customer reported past medical attention stating that she had been hospitalized back in late april/may due to her sugar being down in the 50's. The diagnosis had been hypoglycemia, customer did not provide any additional information regarding the event.

Manufacturer narrative:
Sections with additional information as of 16-sep-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.